Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post-paced t-wave oversensing on the ventricular channel. Reprogramming was recommended, however the high voltage therapy was programmed off as the patient no longer needed hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.